Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) safety disk was making a clicking noise.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed noise when the intra-aortic balloon (iab) was inflated. The fse replaced the drive manifold (0104-00-0018). The unit passed testing and operation. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) safety disk was making a clicking noise. No patient harm was reported.